Event description:
It was reported that the doctor didn't like how the top of the proximal coil looked or felt on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted, and blood noted on helix mechanism. Full lead returned and analyzed.